Manufacturer narrative:
(B)(4). As per sales representative, the perfusionist noticed that the k+ read as high as 9 and the blood gas reading was 5.5. A few other perfusionists indicated the same phenomenon.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) on the unit was creeping up over time and read erroneously high. The customer ran blood gasses using the hospital laboratory instead of using the cdi values. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 21-apr-2017: according to certified clinical perfusionist (ccp), cpb circuit is primed with plasmalyte and some perfusionists add sodium bicarbonate (nahco3) to buffer the prime and some do not. He stated that it is the practice of the department to isolate the shunt sensor from the prime solution prior to cpb, but he did state that in rare cases the sensor could be exposed for emergent cases. The k+ value elevated later in the case when no cardioplegia or k+ was being administered to the patient. During in-vivo calibration the lab was measuring the k+ between 4-5 mmol/l and the cdi value was 8-9 mmol/l. On repeat in-vivo calibration, the cdi measure would be adjusted down to match the lab, but in a few minutes the cdi 500 k+ value would again drift much higher than actual lab measured values. It was clear to the user, the k+ values were not accurate and patient management was based on lab analyzed values only.

Manufacturer narrative:
The reported complaint was not verifiable. No parts were returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.